Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl which was treated with food. The customer stated they were priming the insulin pump and received an unknown pump error, after few minutes, they heard a noise from the insulin pump and saw that the insulin in the reservoir went to below last 2 lines from being completely full. It was unknown whether the auto mode feature at the time of the incident. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.